Event description:
Pt underwent right total knee replacement (elective) for osteoarthritis. While surgeon was using system 6 sagittal saw, the sagittal saw blade broke at insertion point inside the power handset while being used. Saw blade sequestered, sagittal saw was not, and model/lot of saw is unk.